Event description:
A pt reported experiencing inaccurate high results with an ot ultra meter. The pt's blood glucose results were 4.7mmol versus 3.3 mmol meter to lab. Tests were done within 10 mins with a difference of 1.4mmol. Pt did not experience any adverse events. No further info has been reported.